Event description:
The customer stated that the central monitoring system (cns) unexpectedly shut itself down and will not boot into the operating system. They rebooted the system but the issue remains. MFR ref# 8030229-2014-0094.

Manufacturer narrative:
The hard drives were replaced and returned repaired unit to the customer.